Event description:
Blood pressure (bp) cuffed failed to cycle on 2 occasions. Confirmed cuff was on patient and set to cycle. After 2nd failure to cycle, found bp cuff cable was disconnected from cuff tubing. Reconnected and cuff became disconnected immediately.